Event description:
A us distributor returned a monitor and reported being unable to communicate with a belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged monitor.